Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation. The examination of lot n0635123 confirmed that the lot met all specifications at the time it was released. The lot has expired oct 31 2019. A corrective and preventive action will not be initiated since no issues were identified during the investigation. All complaints and complaint trends are reviewed on a monthly basis. During the investigation no deviations were found and no root cause could be determined for the reported events. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2020, that a consumer used an expired contact lens. The consumer was reported to have visited an eye care professional on (B)(6) 2020 and was diagnosed with corneal ulcer. Additional information was received on 06feb2020 and it was reported that the consumer was prescribed with moxifloxacin and cefmenoxime hydrochloride eye drops to be administered six times a day. In addition, the consumer was also given fluorometholone eye drops to be administered three times a day and ofloxacin eye ointment to be given twice a day. It was also reported that the consumer was treated with tobramycin injection, however, dosage and duration and frequency was not indicated. The consumer was asked to return for follow up check up on (B)(6) 2020. Additional information has been requested but not yet received.